Manufacturer narrative:
Beckman coulter field service engineer (fse) reported elevated eosinophils on controls and patient samples. The fse observed offset voltage was slightly elevated and the scatter sensor was not centered in the flowcell. The fse replaced the scatter sensor and realigned the flowcell to lower the offset voltage. The fse performed reproducibility test and noted eosinophils results reproduced well. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported elevated eosinophils results, for two patients, involving coulter lh 750 hematology analyzer. Subsequent testing of the patient samples, on an alternate coulter lh 750 analyzer, recovered lower results. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.